Event description:
Pt complained of sob. O2 sat 90%. Oxygen flow meter heard leaking at wall mount. Attempt to tighten meter to wall failed. When completely removed from wall, meter gauge was broken. Meter was changed out. Non-leaking oxygen flow resulted. Pt spo2 after three minutes 96% on liters via nasal cannula.